Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to oversensing noise on the right ventricular (rv) lead. No changes or intervention was reported. There were no patient consequences.

Event description:
Additional information received notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2023. The patient condition was stable.